Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hysterectomy ("loss of uterus/ essure withdrawn") and genital haemorrhage ("abnormal bleeding") in a 46-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's past medical history included back pain and urinary incontinence. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, blood pressure high, vaginal itching, bacterial vaginosis, hypertension and uterine bleeding. Concomitant products included hydrochlorothiazide. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding menorrhagia"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("other injury(ies) or complication(s) please describe: adenomyosis"), insomnia ("insomnia") and perineal pain ("perineal pain"). On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy,bilateral salpingectomy) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hysterectomy, genital haemorrhage, vaginal haemorrhage, anaemia, adenomyosis, insomnia, perineal pain and alopecia outcome was unknown and the menorrhagia, vaginal infection and dysmenorrhoea had resolved. The reporter provided no causality assessment for hysterectomy with essure (ess205). The reporter considered adenomyosis, alopecia, anaemia, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, pelvic pain, perineal pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: current weight 150 lbs. Lbs. Approximate weight at the time of essure placement 175 lbs. One coil was visible on the right and three coils visible on the left at the termination of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. On (B)(6) 2016 surgical pathology report. Diagnosis: uterus, cervix, bilateral tubes & ovaries: benign endometrium, mild chronic cervicitis, bilateral tubal cysts, ovaries were not received. On (B)(6) 2016 gynecology report. Indication: enlarged uterus. Findings: anteverted uterus, heterogeneous myometrium, no distinctive fibroid seen, nabothian cysts seen, bilateral follicles seen, paratubal cyst seen on left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, adenomyosis, pelvic and perineal pain, dysmenorrhea, hair loss, insomnia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), hysterectomy ("loss of uterus/ essure withdrawn") and genital haemorrhage ("abnormal bleeding") in a 46-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pateint did not perfored essue confirmation test". The patient's past medical history included back pain and urinary incontinence. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, blood pressure high, vaginal itching, bacterial vaginosis, hypertension and uterine bleeding. Concomitant products included hydrochlorothiazide. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding menorrhagia"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("other injury(ies) or complication(s) please describe: adenomyosis"), insomnia ("insomnia") and perineal pain ("perineal pain"). On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy,bilateral salpingectomy) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hysterectomy, genital haemorrhage, vaginal haemorrhage, anaemia, adenomyosis, insomnia, perineal pain and alopecia outcome was unknown and the menorrhagia, vaginal infection and dysmenorrhoea had resolved. The reporter provided no causality assessment for hysterectomy with essure (ess205). The reporter considered adenomyosis, alopecia, anaemia, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, pelvic pain, perineal pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: current weight 150 lbs. Lbs. Approximate weight at the time of essure placement 175 lbs. One coil was visible on the right and three coils visible on the left at the termination of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. On (B)(6) 2016 surgical pathology report. Diagnosis- uterus, cervix, bilateral tubes & ovaries: benign endometrium, mild chronic cervicitis, bilateral tubal cysts, ovaries were not received. On (B)(6) 2016 gynecology report. Indication- enlarged uterus findings- anteverted uterus, heterogeneous myometrium, no distinctive fibroid seen, nabothian cysts seen, bilateral follicles seen, paratubal cyst seen on left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, adenomyosis, pelvic and perineal pain, dysmenorrhea, hair loss, insomnia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-jun-2018: new pfs+ mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal,blood or heart disorder/condition type: anemia, dysmenorrhea(cramping), pain, other injury(ies) or complication(s) please describe: adenomyosis. Insomnia, perineal pain, hair loss. Were added.lot number , new reporter and date of birth were added. Outcomes of events heavy bleeding, cramping, infection from unknown to resolved/recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), hysterectomy ("loss of uterus/ essure withdrawn") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted. The patient's concurrent conditions included overweight. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hysterectomy and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter provided no causality assessment for hysterectomy with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-oct-2017: f/u summons received-lawyer added from legal document. Reporter details, start date as (B)(6) 2006 (previously reported as 2004) and stop date as (B)(6) 2016 (previously reported as 2016), and added events abnormal bleeding and pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("loss of uterus/ essure withdrawn") in a (B)(6) female patient who received essure (ess205). The patient's concurrent conditions included overweight. In 2004, the patient started essure (ess205). In 2016, the patient experienced hysterectomy (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure (ess205) was withdrawn. In 2016, the hysterectomy had resolved. The reporter provided no causality assessment for hysterectomy with essure (ess205). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who reported loss of her uterus 12 years after essure (fallopian tube occlusion insert) insertion. She also informed the device was withdrawal. This information was interpreted as a hysterectomy with device removal which is anticipated in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. Follow-up information and a product technical analysis are expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("loss of uterus/ essure withdrawn") in a (B)(6) year-old female patient who had essure (ess205) inserted. The patient's concurrent conditions included overweight. In 2004, the patient had essure (ess205) inserted. In 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure (ess205) was removed in 2016. In 2016, the hysterectomy had resolved. The reporter provided no causality assessment for hysterectomy with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 8-may-2017: further information not available for this case. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who reported loss of her uterus 12 years after essure (fallopian tube occlusion insert) insertion. She also informed the device was withdrawal. This information was interpreted as a hysterectomy with device removal which is anticipated in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("loss of uterus/ essure withdrawn") in a (B)(6) female patient who had essure (ess205) inserted. The patient's concurrent conditions included overweight. In 2004, the patient had essure (ess205) inserted. In 2016, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure (ess205) was removed in 2016. In 2016, the hysterectomy had resolved. The reporter provided no causality assessment for hysterectomy with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 24-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who reported loss of her uterus 12 years after essure (fallopian tube occlusion insert) insertion. She also informed the device was withdrawal. This information was interpreted as a hysterectomy with device removal which is anticipated in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Follow-up information is awaited.